Event description:
Customer reported waking up and then passing out. Customer's family member called the fire department. Fire department device = 63 mg/dl. Fire department gave customer a glucose tablet and orange juice. Customer stated feeling much better afterwards. A request was made for product return and replacement product was sent.